Manufacturer narrative:
The customer was advised to clear the event code from the memory of the device and wait 5 seconds after powering on the device before performing the user test. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.